Event description:
A united states distributor contacted zoll to report that a pt experienced an inappropriate defibrillation. The pt was at home and conscious at the time of the event. The pt's friend witnessed the event and the ems was notified. After review of the downloaded data, it was confirmed that the pt received two inappropriate treatments at 08:01:40 and 08:05:28 on (B)(6) 2015. Multiple counting contributed to the false detections. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The pt was admitted to the hospital for further evaluation.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt went to the hospital for further evaluation. (Other): device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event device manufacturer date: monitor sn (B)(4): 11/2012 - reuse. Electrode belt sn (B)(4): 03/2013 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, cn be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.